Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The health care professional (hcp) observed a decrease in the estimated remaining longevity, going from two years to three months in approximately an eleven-month time period. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, with a recommended safe replacement interval of 90 days. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The health care professional (hcp) observed a decrease in the estimated remaining longevity, going from two years to three months in approximately an eleven-month time period. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, with a recommended safe replacement interval of 90 days. No adverse patient effects were reported. The device remains in service. Additional information was received. Technical services (ts) clarified that the device has not displayed a code 1003, but the premature battery depletion (pbd) behavior is still valid. No adverse patient effects were reported. Evidence suggests that at this time, the device remains in service.

Manufacturer narrative:
B5. Describe event or problem: the initial report included information explaining that the device had recorded a code 1003. Clarification from boston scientific technical services (ts) was received, indicating that the device did not record this code, but the premature battery depletion (pbd) behavior is still valid.